Manufacturer narrative:
The account replaced the hi/low coil and the valve and the issue remained. The technician told the account to replace the hydraulic manifold. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head hi/low is drifting down slowly. No report of injury.